Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lar. While resecting the rectum the surgeon tried to fire the device but a "scratched" noise came out when he pulled the handle and no staple line was created. The case was completed using a new handle and reload. No patient injury.